Event description:
It was reported that during the prophylactic generator replacement surgery of the patient, the lead was found to be damaged and was therefore also replaced. Further details were obtained indicating during the explant of the generator, the header of the generator being explanted was detached. The lead was removed from the header and connected to the new device and when cleaning the wound site, the surgeon noted a portion of the silicone tubing was missing and the lead wire was completely exposed. It is unknown if the lead was nicked during the surgery but was indicated it was compromised during the surgery. Additional information was received that it is still unknown what caused the silicone around the lead to come off. The lead impedance was not checked with the lead that had abraded insulation and the new generator being implanted as the lead was observed to be compromised prior to new generator being introduced to the field. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. Attempts have been made to have the product returned for analysis, however have not been successful in receiving the product to date. No additional relevant information has been received to date.